Event description:
It was reported that the patient experienced a tubing detachment issue on (B)(6) 2026, where the tubing from the cartridge sleeve broke and fell off. The patient reported the issue had been occurring for approximately 3 days despite trying adhesive products.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration number.reporting site: 8021545. Manufacturing site: 3003442380.